Manufacturer narrative:
(B)(4). Results: (mi, revascularization).

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lcx during index procedure. It is reported that the patient suffered an mi approximately 1 day post index procedure. It is reported that the patient had elevated troponin I after procedure. No pre-procedure troponin was drawn and no follow-up troponins were done. Investigator has indicated that the event was not related to the study device but probably related to the study procedure. Patient continued to have some angina at 30 day follow-up associated with stress-not worsening or increased from baseline. Emotional stress has increased since index. It is reported that the patient was suffering with chest pain approximately 7 months post index procedure. It is reported that the 8 month catherization revealed a coronary obstruction to the target vessel. This occlusion was treated with balloon angioplasty and the patient recovered with treatment. The investigator indicated that the reported event was related to the study stent. The patient is reported to have suffered with chest pain approximately one week post revascularization and repeat balloon angioplasty of the proximal lcx was carried out approximately 3 weeks later.